Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a blower motor that failed. The blow motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failing was due to a bearing failure. Evaluation conclusion: the manufacturer only investigated the blower motor.

Event description:
The manufacturer received information alleging a ventilator's blower motor failed. There was no harm or injury reported. During the evaluation of the device at a third party service center, the ventilator failed to deliver air flow. The device's blower motor was replaced to address the issue.